Manufacturer narrative:
The technician replaced the side rail center arm assembly to resolve the issue.

Event description:
The technician alleged that the side rail is unable to latch. No patient impact.